Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) could not be reproduce the reported error 86 but confirmed in the error and system logs that error 86 triggered intermittently 24 times during a two month time frame. The core redundant power tray assembly was replaced and returned to isi for failure analysis evaluation. The unit was tested on a test system. The system started at normal mode with no errors or failure messages. The assembly was also power cycled ten times and passed each one.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the patient experienced unspecified breathing issues and as a result, the procedure was emergently converted to an open laparotomy procedure. Prior to the procedure, the system displayed an error code and the system was found to be offline. The intuitive surgical, inc. (Isi) technical support engineer (tse) found similar error codes in the past and the system was confirmed as being offline. The tse instructed the staff to power cycle the system, which resolved the issue; the system was ready for use. A isi field service engineer (fse) was requested by the site to investigate the error codes. According to the surgeon, these technical issues did not prompt the conversion of the procedure. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication (i.e. Breathing issues) cannot be determined although the surgeon indicated that the system issue(s) did not lead to the conversion to open surgery. There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. Review of the instrument logs found that the following multiple-use devices were used in subsequent procedures after the event date with no reported complaints and have lives remaining: endoscope 0 degree, fenestrated bipolar forceps, and tip-up fenestrated grasper. A monopolar curved scissor and tenaculum forceps have lives remaining but were not used in subsequent procedures.